Event description:
It was reported that this right atrial (ra) lead threshold had intermittent capture due to lead perforated. Also, patient experienced chest pain and the blood pressure had crashed. A revision was performed and to date, this lead remains in service. No additional adverse patient effects were reported.